Manufacturer narrative:
Zoll has not yet received the autopulse lifeband in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse lifeband was damaged in the area where the lifeband band clip seats into the slot of the driveshaft. No patient involvement was reported. No further information was provided.